Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified shunt. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and fluoroscopy was performed. It was confirmed that the lesion was sufficiently dilated and so the procedure was completed. No patient complications were reported.